Manufacturer narrative:
Product complaint #: (B)(4). Batch # m53k28. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife and washer is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device seemed to fire correctly but the donuts were not intact, a further leak test was carried out which failed. A subsequent anastomosis was completed and a 2nd device fired which worked correctly. Patient was not adversely affected. Additional information was provided that according to the surgeon, the device worked normally with a loud crunch as the knife blade cut through the washer. The washer does appear to have been cut. On inspection after firing the surgeon noticed that the donuts were incomplete. He followed this up with a leak test which confirmed that there was a leak. He completed another anastomosis and used another cdh29 which worked perfectly.